Manufacturer narrative:
The icy catheter in complain was returned incompletely. Therefore, functional testing could not be performed. Visual inspection of the returned catheter was performed. Incomplete catheter was returned. The catheter was returned with a damaged shaft, the catheter shaft was completely cut at 4 inches away from proximal end of proximal balloon. Balloons were covered in dried blood. Unable to perform the pressurized functional testing due to the condition in which the catheter was received. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Event of dvt was assessed as serious because it required an intervention of placement of inferior vena cava filter. Event assessed as possibly related to the icy catheter due to relevant timing and location of dvt. However, extended dwell time of 29 days vs. Recommended by IFU 4 days, contributed in development of dvt. Dvt can occure with usage of venous catheters of any kind. It was shown that intravascular temperature management does not increase the rate of catheter-related dvt [zoll white paper]. At the same time, the patient's clinical condition of malignant syndrome probably contributed in development of dvt. Neuroleptic malignant syndrome is a life-threatening idiosyncratic reaction to antipsychotic drugs characterized by fever, altered mental status, muscle rigidity, and autonomic dysfunction. It has been associated with virtually all neuroleptics, including newer atypical antipsychotics, as well as a variety of other medications that affect central dopaminergic neurotransmission [brian d. Berman. Neuroleptic malignant syndrome a review for neurohospitalists. Neurohospitalist. 2011 jan; 1 (1): 41-47. Doi: 10.1177/1941875210386491]. The risk of dvt in patients with neuroleptic malignant syndrome and those on antipsychotic medications is high and well established. Publication states that in such patients standard dvt prophylaxis may not be sufficient and therefore, heparin for the initial few days after the onset of malignant syndrome may be considered [jerrin c. Mathew, unnikrishnan pillai, and alexander lacasse; extensive deep venous thrombosis in a patient with neurolept malignant syndrome despite being on prophylaxis; case reports in psychiatry volume 2011, article ID 258172, 2 pages.http://dx.doi.org/10.1155/2011/258172]. Customer confirmed that the patient did not receive any dvt prophylaxis.

Event description:
As reported, a female patient, who has malignant syndrome caused by large consumption of drugs, was admitted to the hospital. The patient underwent tracheal intubation and dialysis. On (B)(6) 2019, icy catheter (lot # unknown) was placed into the patient's right femoral vein without any issue. Per physician, before inserting the catheter, the patient had developed fever (40° c) on the same day. On (B)(6) 2019, dvt (deep-vein thrombosis), which is approximately 2cm in diameter, was detected in the inferior vena cava (close to the diaphragm) on CT images. The physician administered heparin (25,000 unit/day) to the patient for dvt treatment and monitored for 1 week. On (B)(6) 2019, a new 2-3 cm blood clot in the inferior vena cava, which is much closer to the diaphragm, was detected on CT images. The following day on (B)(6) 2019, the inferior vena cava filter for removing the blood clot was placed from the internal jugular vein and the anticoagulant was switched from heparin to lixiana. On mar 22, since the elimination of dvt was confirmed on CT and by a blood test (d-dimer), the physician removed the catheter and the filter from the patient. As of (B)(6) 2019, the patient is still in the hospital due to the primary disease (malignant syndrome), and the administration of anticoagulant lixiana has been continued. Per physician, the same icy catheter was in the patient's body for 29 days ((B)(6) 2019 to (B)(6) 2019) until the elimination of blood clots, because the catheter might contact the clots during the catheter removal and it possibly cause the circulation of clots. No dvt prophylaxis was administrated from the time of admission till dvt detection.